Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, the customer did not have the pump on hand at the time, and planned to reset when available.